Event description:
Patient underwent left shoulder arthroscopy and rotator cuff repair on (B)(6) 2022. Beach chair captain's attachment was in use. After procedure, patient was to be transferred to surgical gurney from the beach chair, button was pressed and nothing happened. In this event the bed was in the reverse orientation, but the bed setting was in the normal orientation. When the button was pressed to raise the foot of the bed, the head portion was being raised which caused the beach chair to pop off. The light on the remote is small to be able to indicate the bed orientation. The light indicator is the only view for what the orientation is on. FDA safety report ID# (B)(4).